Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete initial reporter facility name is (B)(6) hospital. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse stated baby was cold and water temperature (wt) was not going up in an arctic sun device. Denied any alerts or alarms. Patient temperature (pt) was 32c, targeted temperature (tt) was 33.5c, water temperature (wt) was 32.7, water flow rate (wfr) was 0.6l/m. Walked through accessing event log which shows alert 113 (reduced water temperature control) has occurred over 3 times. System diagnostics, outlet monitor temperature (t1) was 33c, outlet control temperature (t2) was 33c, inlet temperature (t3) was 32.7c, chiller temperature (t4) was 3.6c, water flow rate (wfr) was 0.6 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 22 percentage, mixing pump command (mpc) was 0, heater command (hc) was 12 percentage, water reservoir level (wrl) was 3, system hours were 735.4, pump hours were 634.8. Had them stop therapy and empty pads. Device alerted 07 (empty pads not complete) x 2. Walked through proper disconnect and reconnect. Water flow rate (wfr) would not rise about 0.2 l/m, inlet pressure (ip) without pads -7psi, water flow rate (wfr) was 1 l/m. Added new set of pads and water flow rate (wfr) was stabilized at 0.8 l/m. Advised to keep an eye on water flow rate (wfr). If drops below 0.6 l/m or if any alerts/alarms occur call back, sn # (B)(6).

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed pressure transducer. The device was evaluated upon receipt. Inlet pressure transducer issues, diagnostics will show ip between -6.6 and -8.0 with 0 % pump command. Alert 41 (low internal flow) seen in event log. No repairs were performed. Device was returned unrepaired. Hold the unit until the customer is informed of the control panel upgrade. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse stated baby was cold and water temperature (wt) was not going up in an arctic sun device. Denied any alerts or alarms. Patient temperature (pt) was 32c, targeted temperature (tt) was 33.5c, water temperature (wt) was 32.7, water flow rate (wfr) was 0.6l/m. Walked through accessing event log which shows alert 113 (reduced water temperature control) has occurred over 3 times. System diagnostics, outlet monitor temperature (t1) was 33c, outlet control temperature (t2) was 33c, inlet temperature (t3) was 32.7c, chiller temperature (t4) was 3.6c, water flow rate (wfr) was 0.6 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 22 percentage, mixing pump command (mpc) was 0, heater command (hc) was 12 percentage, water reservoir level (wrl) was 3, system hours were 735.4, pump hours were 634.8. Had them stop therapy and empty pads. Device alerted 07 (empty pads not complete) x 2. Walked through proper disconnect and reconnect. Water flow rate (wfr) would not rise about 0.2 l/m, inlet pressure (ip) without pads -7psi, water flow rate (wfr) was 1 l/m. Added new set of pads and water flow rate (wfr) was stabilized at 0.8 l/m. Advised to keep an eye on water flow rate (wfr). If drops below 0.6 l/m or if any alerts/alarms occur call back, sn # (B)(6). Per follow up information received via task on 06mar2025, spoke with charge nurse who confirmed patient was removed from the device because the flow rate never increased. The patient was treated with warm blankets and medication. Patient was a female, 8 months old. Device was sent to biomed, and pads were disposed of.